Manufacturer narrative:
(B)(4). Date of initial report: 12/15/2016. Date of follow-up report: 02/03/2017. One lf1212 was received for evaluation. Visual inspection found no defects. The customer reported the device was difficult to open and the knife blade did not advance. The reported condition was not confirmed. The investigation found no mechanical issues with the device. The investigation found the device to function normally and within specifications. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
Additional information received from site on 2016/12/20, the knife would not advance onto tissue. There was no issue with opening the jaws of the device.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a thyroidectomy, the cutting mechanism would not open. Further information regarding difficulty opening with the device has been requested with no response.